Manufacturer narrative:
Concomitant medical products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID 87 31sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving an unknown intrathecal medication via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. Compatibility guidelines were requested for magnetic resonance imaging (MRI). There was no suspected problem with the device or therapy. No symptoms were reported. Per patient, the pump and/or catheter "does not work". The patient told the MRI scheduling department at the time that their pump was inactive and empty. Later the patient said that their pump "doesn't work" and that they were unsure if the pump or the catheter are non-functional and that there was medicine in the pump. Specific patient symptoms, cause of the event, interventions, troubleshooting/diagnostics, intrathecal medication, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.